Event description:
It was reported that this lead was attempted but unsuccessful due to stylet was stuck at the stylet lumen. The physician cleaned the stylet with saline but no improvement at all. Additionally, there was severe bleeding from the puncture point after removal, so the blood may have stuck to the lead connector or stylet at some point. The physician decided to replace and implanted a new lead. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lumen of the lead, which resulted in the reported stylet insertion. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the dried body fluid within the lead lumen. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult.

Event description:
It was reported that this lead was attempted but unsuccessful due to stylet was stuck at the stylet lumen. The physician cleaned the stylet with saline but no improvement at all. Additionally, there was severe bleeding from the puncture point after removal, so the blood may have stuck to the lead connector or stylet at some point. The physician decided to replace and implanted a new lead. The lead was never in service. No additional adverse patient effects were reported.